Manufacturer narrative:
Customer's complaint of discrepant high was not replicated with in-house testing of retain lot w61169. No issues with tni observed. Returned patient sample yielded tni results close to the customer's observed <0.05 ng/ml when tested in-house. According to package insert triage tni range, this is a "normal result" and would provide the same clinical outcome as the roche cobas results. Reviewed the batch record for lot w61169. Lot met all final release specifications. Unable to determine root cause of complaint. No product deficiency was established. No corrective action required at this time.

Event description:
Caller reported potential discrepant high results with triage troponin I (tni) result vs. Laboratory instrument. The patient went through ed, reason unknown, and was admitted the same day ((B)(6) 2016) based upon triage results. As of (B)(6) 2016 patient had not been discharged. On (B)(6) 2016 at 16:17 triage tni, ckmb and myo gave negative results on the patient's sample. On (B)(6) 2016 at 18:04 triage tni gave a positive result with ckmb and myo giving negative results. The laboratory instrument gave the following results: on (B)(6) 2016 21:02 tni was negative. On (B)(6) 2016 5:07 tni was still negative. Customer called back on (B)(6) 2016 with further information: on (B)(6) 2016: cardiac catheterization performed, abnormalities found. On (B)(6) 2016: stress test performed, results not provided. It was also stated that the original 2 triage samples from (B)(6) 2016 were run and both gave negative results.